Manufacturer narrative:
A getinge field service engineer (fse) have checked and found that the drive manifold assembly (0104-00-0018) is defective. Fse have replaced the defective spare part with a new one under cmc. Now the problem is rectified. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) showed low vacuum failure issue during a routine check. There was no patient involvement.